Manufacturer narrative:
(B)(4). The sample was received for evaluation. During visual inspection the customer reported condition was confirmed to be broken tubing at the distal luer port. The root cause could not be identified.

Manufacturer narrative:
(B)(4). The actual sample was received for evaluation. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
A customer contacted baxter product surveillance to report an issue with one ce intermate sv 200 elastomeric. According to the report, the customer noted that the tubing was cut and had no luer at the patient end of the tubing. There was no patient involvement and, therefore, no adverse event or patient injury in association with this report. No additional information is available.